Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 305 mg/dl and a sensor glucose level of 60 mg/dl. The customer reported that he receives recurring incorrect readings from the sensors. Customer also reported that the sensors do not last longer than four days and that sensors previously caused him to have welts and blood at the site. The sensors will not be replaced and the customer will not return them for analysis.